Event description:
On (B)(6) 2014, the customer reported according to sales representative this lead was capped on (B)(6) 2013 because it was only capturing in unipolar. The physician decided to put another lead in so the patient could have uni and bipolar pacing. There were no other adverse patient events reported. The lead was actively implanted for approximately 6 years. Updated info rec'd from the customer on (B)(6) 2014, the customer reported according to sales representative this lead was capped on (B)(6) 2013 because it was only capturing in unipolar. The physician decided to put another lead in so the patient could have uni and bipolar pacing. No subsequent device or clinical adverse events have been reported.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations and against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.